Manufacturer narrative:
Device evaluation of monitor sn (B)(4)has been completed. The reported problem (pulse test failure) was confirmed. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor failed a pulse test.